Manufacturer narrative:
Smiths medical has received the sample device and the device is currently being evaluated. The manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The event occured in (B)(6). The customer performed the leak check prior to use and confirmed no leakage. During use on the patient the cuff leakage was confirmed. There is no information how long the device was in use. Unknown patients condition at this time.

Manufacturer narrative:
The reported suctionaid tracheostomy 8.0mm soft seal cuff was returned for investigation. The returned device was received inside a plastic bag and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination. The cuff of the returned device was inflated using a syringe and the product and was submerged under water in order to detect any leakage. Leakage was observed coming out from the small tear. Root cause was not determined but the leak was confirmed. (B)(4).